Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced stomach pain during drain 2 of 4. The patient contact inquired about what to do. The fresenius technical support representative referred the patient contact to their pdrn. During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2019 with abdominal pain and diarrhea. A peritoneal effluent fluid culture was obtained upon admission and was negative for growth. However, a peritoneal effluent fluid cell count revealed an elevated white blood cell count (result not provided). The patient was subsequently diagnosed with peritonitis and is being treated with intravenous (IV) antibiotics (drug, dose, frequency, duration not provided). The cause of the patient¿s peritonitis is undetermined; however, the pdrn stated the events were unrelated to the utilization of the liberty select cycler, fmc cassette or any fresenius product(s) or device(s). The patient was utilizing the personal liberty select cycler in the hospital, until the patient¿s pd catheter (not a fresenius product) was removed. The patient received a hemodialysis (hd) catheter (date unknown) and transitioned to hd therapy (specifics not provided). Per the pdrn, the patient will likely convert to hd full time following discharge due to the non-compliance with dietary/fluid restrictions and medication. The patient remains hospitalized and is recovering from the events. Based on the information available, and no allegation or objective evidence of a fresenius product(s) or device(s) deficiency, defect or malfunction occurring. The liberty select cycler and fmc cassette can be excluded as the cause of the patient¿s adverse events.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, fmc cassette and the adverse events nausea, abdominal pain, diarrhea, hypokalemia, dehydration and peritonitis, which warranted hospitalization, antibiotic therapy and the transition of modality from pd to hd. The cause of the patient¿s diarrhea is unknown; therefore, causality cannot firmly be established. However, per the discharge summary, the patient¿s diarrhea is the likely source of her nausea, hypokalemia and dehydration. The patent was treated with IV fluids and oral potassium with good effect. Gi complications such as nausea and diarrhea, are known to occur in renal failure patient for a variety of reasons. The pdrn reported the cause of the peritonitis is undetermined; therefore, causality cannot be established. However, the pdrn reported the event was unrelated to the utilization of any fresenius product(s) or device(s). The patient transitioned to hd therapy during the hospitalization and will reportedly remain on hd for rrt due to non-compliance. Persistent non-compliance is known to negatively impact the efficacy of any therapy. Based on the information available, there is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction occurred. The liberty select cycler and fmc cassette can be excluded as the cause of the patient¿s adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced stomach pain during drain 2 of 4. The patient contact inquired about what to do. The fresenius technical support representative referred the patient contact to their pdrn. During follow-up, medical records were received on (B)(6) 2020, which confirmed the patient was hospitalized on (B)(6) 2019 through on (B)(6) 2020. The patient presented to the emergency room (ER) due to nausea and left lower quadrant (llq) abdominal pain, after her primary care physician (pcp) contacted her regarding lab results from on (B)(6) 2019 revealing hypokalemia (initially reported as hyperkalemia) and dehydration. The patient reported experiencing diarrhea off/on for weeks and was prescribed xifaxin without effect. The record indicates the patient¿s diarrhea is likely the cause of her hypokalemia. Hematological and radiological studies from on (B)(6) 2019 were unremarkable. The patient was started on intravenous (IV) fluids (500 ml over 4 hours) and given 40 meq of potassium orally. While in the ER, the patient experienced 10 bowel movements and was admitted for observation. A peritoneal effluent fluid culture was obtained and was positive for coagulase negative staphylococcus epidermidis and many (4+) white blood cells were present. The patient was subsequently diagnosed with peritonitis and was treated with IV antibiotics (drug, dose, frequency, duration not provided). The records indicate the patient received a hemodialysis (hd) catheter (not a fresenius product) on (B)(6) 2020 and transitioned to hd for rrt (date not provided). No details exist within the record indicating the cause of the transition, or specifics regarding any rrt (pd or hd). During follow-up, the patient¿s peritoneal dialysis registered nurse (pdrn) reported the cause of the peritonitis is undetermined. However, the pdrn reported the events were unrelated to the utilization of the liberty select cycler, fmc cassette or any fresenius product(s) or device(s). The patient utilized her personal liberty select cycler in the hospital, until she transitioned to hd therapy. The pdrn reported the patient will likely convert to hd permanently following discharge due to her non-compliance with dietary/fluid restrictions and medication.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: g4 for fu1 missing and should be 01/22/2020.